Event description:
It was reported that the 9800 system c-arm was not booting up and there were no squares or errors on the doghouse display. There was no report of a pt injury.

Manufacturer narrative:
A ge rep performed an on site investigation. The malfunction was verified. Replaced the control panel processor. The system was tested and found to be working as intended and placed back into service.